Event description:
It was reported that a patient with a 21 mm pericardial aortic valve, implanted for approximately 12 years, underwent a valve-in-valve procedure due to valve degeneration. The tavi procedure was performed successfully and no perivalvular leakage was observed on post-operation. This valve will not be returned for evaluation as it remained implanted. Occurrence date and s/n unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.